Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, however, the logs were provided to technical support for review. The tf-388 alarm indicates that an inernal oxygen overpressure has been detected. Technical support recommended replacing the o2 sensor and filter and performing a full calibration of the device. The customer confirmed that the o2 sensor and filter replacement followed by a full calibration has successfully resolved the issue.

Event description:
Complainant alleged that before use, the device exhibited a technical failure-388 error message. Complainant indicated that there was no patient involvement in the reported malfunction.